Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the successful implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure dropped. Percutaneous cardiopulmonary support (pcps) was initiated. The physician suspected that the blood pressure drop was attributed to a ¿suicide¿ left ventricle and stated the event was due to patient condition and was not caused by any device anomalies. No further intervention was required, and no additional patient complications occurred.

Manufacturer narrative:
Additional information reported that during the implant of this valve, unstable hemodynamics were observed. The blood pressure (bp) dropped to the level of 30 mmhg and the bp did not improve after the valve was implanted. A transfusion was given, medication was administered, and cardiac massage was provided while pcps was initiated. The patient¿s condition improved, and no additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regulatory report 2025587-2017-01629 was submitted to the FDA on september 19, 2017 and received an acknowledgement 1 on september 19, 2017. However, an acknowledgement 2 and acknowledgement 3 were not received until september 21, 2017 due to a FDA transmission error. This regulatory report was submitted within the 30 day time frame. If information is provided in the future, a supplemental report will be issued.